Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2016 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "extension tubing hole / damage. " no adverse trend was applicable. A visual inspection of the device sample confirmed the end user's description of a leak in the extension tubing: there was a slice in the extension tubing proximal to the suture wing on the purple/shite valve side. The tip of the catheter tubing was occluded with bio material {blood}. The extension tubing was sectioned approximately one inch above the hole. Visual inspection of the cross section did not show any abnormalities. A dimension check of the tubing ID and od showed it to be within specification. While the exact root cause of the damage to the tubing is unable to be determined, it is possible it was caused by a scalpel or sharp instrument during use. The directions for use packaged with the device include cautions against over-pressurization of the catheter as well as the statement, "do not use clamps or instruments with teeth or sharp edges on the catheter, as catheter damage may occur." Angiodynamics manufacturing process controls include 100% visual inspection of all catheters for damage or defects, 100% leak testing, and 100% guidewire insertion test to verify lument patency. (B)(4).

Event description:
As reported per bedside rn, leaking at the site of the PICC. Vad/PICC team evaluated PICC line, ultrasound was used and basilic vein which houses the PICC is patent and compressible. Purple port flushes easily and w/ good blood return, white port when flushing noticed squirting by the clear extension tubing near the statlock and y junction. The PICC was removed and replaced. Patient condition was reported as "unaffected / stable."